Event description:
It was reported to technical services on 10/21/11 that this ra lead has high thresholds, they increased to 4v@1 ms. Rep at that time increased output. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).